Event description:
It was reported that the printer would not print upon interrogation and cuts out while printing reports. Running the service disk did not resolve the issue. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the printer starts printing and then stops while printing reports. Analysis also found that the stylus does not select from the screen, the media bay door was broken and the system fan was noisy. (B)(4): analysis found that the cable was damaged.